Event description:
Severe urticaria and itching after donning surgical gloves - patch tests on back (1976) proved gloves were problem. On 1986, has sinus symptoms (work in operating room) eyes and nose are runny and emstant sneezing - had sinus endoscopy with no relief of symptoms. Wore non-latex gloves as of 1993 (approx) but continued with same symptoms.